Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging his onetouch verio iq meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 weeks prior to contacting lfs. The patient reported blood glucose results of "8.2 mmol/l, 7.5 mmol/l, 8.0 mmol/l, 7.3 mmol/l and 7.9 mmol/l" with the subject meter. The patient reportedly obtained lower blood glucose results between "5.7 mmol/l to 6.5 mmol/l" with his other meter. The patient manages his diabetes with 2.5 mg of an oral medication (type not clear). Due to the alleged results, the patient reportedly administered self twice his usual dose of oral medication (5 mg). The patient denied developing symptoms due to the alleged issue. No additional treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being ruled out as a reportable event due to the following conclusion(s): there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms. The patient did not receive medical treatment for an acute complication of diabetes. In addition, there was no evidence that the product malfunctioned based on cca troubleshooting. Lifescan (lfs) received the test strips involved with the complaint on (B)(6) 2012 and completed investigation on (B)(4) 2012. Investigation confirmed the alleged power issue: the returned test strips failed the control solution with a result above the expected range.

Manufacturer narrative:
(B)(4): the meter was tested and the complaint was not reproduced.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.